Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).

Event description:
Philips MFR in (B)(4) reports that if an exam program x-ray (epx) setting is modified incorrectly prior to an exam, the system will default to the last executed epx programming without notifying the user.